Event description:
The physician was performing pseudocyst drainage using a gi aspiration needle. Following insertion of the needle into the pseudocyst, a wire guide was advanced into the catheter and exited the distal portion of the needle. At this time, it was noted that the needle had separated from the catheter and floated freely from the distal tip of the wire guide. Before the needle loosened from the wire guide, the physician was able to successfully grasp the wire guide and needle utilizing forceps. No further complications occurred and the pt is reported to be in good condition.